Event description:
It was reported that during a ptca procedure, the balloon catheter took 45 seconds to deflate in the rca. The balloon did deflate and was removed with no problem. No pt injury was reported.